Manufacturer narrative:
Manufacturer completed review of the manufacturing records and found the product to be within specification.

Event description:
Clinician reports that membragel was used in a lateral ridge augmentation procedure on (B)(6)2010 to treat a single tooth width defect at site #20 (no vertical defect). Pt presented with an infection while traveling on vacation to arizona. Antibiotics for one week were prescribed by a local oral surgeon. Pt returned to initial treating surgeon. At this visit pieces of membragel along with pus were expelled upon pressure. Additional antibiotics were prescribed and another follow-up scheduled after 1 week. At 2 week point infection had significantly decreased. Site #20 was opened by clinician and the remaining bits of membragel removed. Infection has subsided and the implant is stable.